Event description:
Event reported through FDA maude report. Reporter alleged discrepant high results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2011, inratio inr: 2.2, lab inr: 1.4 (venipuncture results). Patient was sent to the emergency room for inr monitoring.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.2, lab: 1.4, mean: 1.8, confidence limits: 1.2 - 2.3, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User did not specify exact time difference between testing, and it is possible that results obtained were greater than three (3) hours apart. Additional external factors could have influenced test results and contributed to any observed inconsistencies. No strip lot information was provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Timing between the tests was not provided. If the time between testing exceeds three hours, it cannot be ruled out that the change in inr results are caused by changes in the patient's status. No lot number was provided which prevents additional investigation. Root cause could not be determined from the information provided by customer. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.